Event description:
The caller alleged discrepant low inratio inr result in comparison to an alternate point of care (poc) inr result. Results are as follows: date: 01/01/2015. Inratio inr: 2.0. Poc inr: 5.9. Therapeutic range: 2.0 - 3.0. The testing was performed one right after the other. Improper technique was identified as the patient used one finger stick to perform both tests. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. The retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. An improper technique was identified in the complaint. This could not be ruled out as a cause of the unexpected results. A review of the manufacturer record for the lot did not uncover any relevant non-conformance and the lot met release specification. The root cause is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time.